Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the pacemaker set screw was found to be stripped when connecting the right ventricular (rv) lead to the device and could not be loosened. The pacemaker was not used and was replaced on (B)(6) 2026. The patient was recovering post-procedure.